Event description:
Medtronic received information that this bioprosthetic aortic valve exhibited wide open aortic insufficiency during an intraoperative echo, post closure. The decision was made to reopen, explant and replace the valve, which was performed without reported patient complication. The patient reportedly has a history of hypertension, hyperlipidemia, coronary artery disease, and prior coronary artery bypass.

Manufacturer narrative:
Device history review found the product met specifications when released for distribution. Upon receipt, all leaflets were slightly retracted, flexible and intact. The valve was tested on a pulse duplicator at 70 beats per minute at a cardiac output of 5 liters/minute. High speed video evaluation shows no visual evidence of leakage during valve closure. All leaflets coapt completely with no gapping observed upon full closure. Review of the device history record shows that the product met manufacturing specifications when released for distribution. Conclusion: the valve was tested and no malfunction was identified that would have caused or contributed to the reported event. It is possible that the echo obtained during the case occurred prior to the patient being completely removed from bypass, and that insufficient physiologic pressures were present to allow full function of the product. The device was replaced without reported adverse patient effects.